Event description:
Per the clinic, the patient's implant was extruded from the skin. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the new incision site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a surgical procedure to close the wound. The implanted device remains.